Event description:
It was reported that after approximately 36 hours of use, the intra-aortic balloon pump (iabp) alarmed during use on a patient. Upon inspection, blood was noted in the tubing. As a result, the intra-aortic balloon (iab) was removed, another iab was not placed. There was a patient death reported. (B)(6), rn directly involved in the patient's care has made the medical judgement that the device did not cause or contribute to the patient's death.

Manufacturer narrative:
Qn#: (B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. The iab bladder had a full thickness abrasion, which caused blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected during functional testing. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after approximately 36 hours of use, the intra-aortic balloon pump (iabp) alarmed during use on a patient. Upon inspection, blood was noted in the tubing. As a result, the intra-aortic balloon (iab) was removed, another iab was not placed. There was a patient death reported. Marissa clinton, rn directly involved in the patient's care has made the medical judgement that the device did not cause or contribute to the patient's death.